Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge. Reportedly, the customer was not paying attention when filling the cartridge and was unsure of the exact amount insulin used to fill the cartridge. There was no impact to the customer's blood glucose level. During follow-up, customer reported that the issue was resolved.